Event description:
The company representative confirmed on (B)(6) 2014 that no device malfunctions occurred. The ins was placed too deeply upon implant in the patient¿s body. The pocket was going to be revised to the recommended depth for the rechargeable ins.

Event description:
It was originally reported that it was ¿harder to get a good connection¿ after the patient¿s device was placed ¿in further.¿ it was noted that the patient had to charge for ¿hours and hours¿ in order to get the implantable neurostimulator (ins) charged. It was noted that about 3 months prior to the report, the patient saw the ¿antenna too hot¿ screen. It was noted that the patient had to push the antenna against her skin and her incision site was very sore. It was noted that the patient was having trouble connecting because her implant was ¿put in further.¿ it was noted that the patient could turn the ins on and off ¿okay¿, but she was having trouble getting a connection with the recharger. The company representative reported on (B)(6) 2014 that the patient was charging more than expected. The patient was going to have a revision on (B)(6) 2014 to make the device more superficial for easier coupling. The patient has experienced issues with recharging since implant.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3986a, lot# n363151, implanted: (B)(6) 2012, product type: lead. Product ID: 3986a, lot# n363142, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).